Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting a 32 second charge time on august 25, 2000. A manual capacitor reformation was performed on november 1, 2000 and the device indicated a 31 second charge time. A second manual capacitor reformation was performed and the device indicated a 12 second charge time. Technical services recommended device replacement.